Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: the actual device was returned for evaluation. Visual examination revealed that the device position and paper folder condition indicates that the device was mishandled at unknown point and cannula impacted the folder and seal area, therefore sterile barrier was compromised as a result of a severe non-normal handling after it was shipped to the customer.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair on (B)(6) 2016 and absorbable straps were used. It was reported that, prior to the procedure, part of device was protruding out from the hole. During the evaluation, it was found an open or compromised seal in the pouch. The open seal was located on cannula tip seal area. There were no patient consequences reported.